Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018 she received unspecified ¿very high¿ readings from her adc freestyle libre sensor. Customer denied experiencing any symptoms but then lost consciousness. Customer was taken to a hospital where she was diagnosed with hypoglycemia and treated with glucose via injection, two unspecified ¿patient perfusions¿, cake and orange juice compote. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 she received unspecified ¿very high¿ readings from her adc freestyle libre sensor. Customer denied experiencing any symptoms but then lost consciousness. Customer was taken to a hospital where she was diagnosed with hypoglycemia and treated with glucose via injection, two unspecified ¿patient perfusions¿, cake and orange juice compote. There was no report of death or permanent injury associated with this event.